Event description:
According to the distributor's report, the device was used to close a facial laceration. While applying the adhesive, some dripped to the eye and part of the eyelids. The outer corner of the eyelids glued together. Ophthalmic ointment was recommended to loosen the bond. No further information was reported. The physician stated the patient was doing well.